Event description:
Tip of catheter was sheared or moulding defect? Manufacturer response for bbraun, (brand not provided) (per site reporter). Manufacturer was called and a return label was sent for product return.